Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated that she had called to troubleshoot before and pump appeared to be operating normally at that time. Customer requested replacement pump.